Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a foot break was not confirmed because the foot assembly was returned intact, there were no broken parts. However, the foot assembly was found displaced and the entire portion of the anterior foot was exposed at the guide, which contributed to difficult device removal, as reported. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the available information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Per the instructions for use, the proglide device is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients that have undergone diagnostic or interventional catheterization procedures using 5 f to 8 f sheaths. Additionally, the IFU indicates under precautions: do not withdraw the proglide device against resistance until the cause of the resistance has been determined. Excessive force used to advance or torque the device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was successful in the left common femoral artery using the perclose technique prior to an abdominal aortic aneurysm repair using two proglide devices. The arteriotomy was 18 fr and the vessel was not calcified. The 18 fr sheath was also used to perform the aaa procedure. Reportedly, after completion of the aaa procedure vessel closure was attempted; however, the sutures could not stop the pulsatile bleeding. A third proglide was attempted; however, after deployment the device could not be removed. The lever was returned to its original position; and the device was removed using force. Upon removal, it was noticed that the foot was broken and did not retract within the device. It is believed that when the lever was returned to its original position, the foot might have caught some soft tissue. A cut down was performed and hemostasis was achieved surgically. The vessel closure procedure was indicated to have been done in approximately 30 minutes and no foot piece was found in the patient, it is believed the foot was still in one piece in the device. The patient did not experience any adverse sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.